Manufacturer narrative:
Brand name: turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a turbo-ject over-the-wire single lumen peripherally inserted central venous catheter for an unspecified indication. The customer reported that the catheter split. The event occurred while the patient was at home. The circumstances and handling conditions leading up to the event are not known. The patient returned to the hospital and underwent general anesthesia for removal and replacement of the device. No further event or patient information was provided. The device is not available for evaluation.

Manufacturer narrative:
Additional information: device name turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. Investigation - evaluation: a review of the complaint history, device history record, instructions for use, specifications and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Per the instructions for use: ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow.¿ based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. Per the health risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.